Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was returned fully clip-deployed. The locator wings were bent during the thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly would result in difficult device removal; however, this was not reported. Bent wings would interfere with the clip placement and subsequently, causing a hemorrhage which would require the use of additional digital pressure/manual compression to secure closure as reported. Consistent with the instructions for use (IFU), the access ports were utilized to unlock the thumb advancer and tubeset to facilitate the device removal. Also found was a bent garage leave at the distal end of the delivery tubeset as reported. This suggested that there might have been resistance encountered during the thumb advancer deployment and sheath splitting process as reported; however, the sheath was fully slit and intact. Also, the thumb advancer stroke was complete, indicating additional force was applied. The IFU, under states that the thumb advancer must not be advanced against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device using the safety release button. Contributing factors for bent vessel locator wings included, but not limited to manufacturing; however, every vessel locator wings assembly was properly assembled and inspected during manufacturing. Anatomical conditions; as reported, the patient has a history of peripheral vascular disease and prior arteriotomy in the target groin and there was scar tissue present at the access site. These could contribute to bent vessel locator wings as detected. Deployment technique: however, there was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. Contributing factors for a bent garage leave included, but not limited to manufacturing; however every garage tube was properly assembled and inspected during manufacturing. Anatomical conditions; as reported, the patient has a history of peripheral vascular disease and prior arteriotomy in the target groin and there was scar tissue present at the access site. This could contribute to the reported resistance during the thumb advancer deployment. Deployment technique: the thumb advancer was completed against resistance which could bend the garage leaves as observed. Also, inadequate nick-n-spread could result in tight tissue tract which could create resistance to the thumb advancer deployment. Based on the investigation findings, the probable cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with clip deployment and device removal. The probable cause for bent garage leave is tight tissue tract. Instead of the delivery tubeset sliding easily within the sheath during the thumb advancer deployment, tissue compression forces may cause resistance to the thumb advancer deployment and advancing the thumb advancer against resistance can bend the garage leaves as observed. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database for this lot based on the actual investigation findings revealed no incidents for bet locator wings and garage leaves. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancement (step 3), resistance was encountered. The step was completed and the clip was deployed. The device was removed and hemostasis was achieved by the device and little compression. Upon device removal, the metal was observed to be bent at the end. There was no reported adverse patient sequela. Though requested, additional information was not provided.